Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the pregnant patient experienced a bladder puncture from the bulb tip of the silicone foley catheter. During a c-section procedure, the ob (obstetrics) surgeon detected that the foley bulb was clearly visible upon peritoneal entry. Of note, the patient's bladder was adherent to the peritoneum/anterior abdomen wall, and it was extremely thin and attenuated. There was an attempt to try to pull the foley tubing back to try to retract the foley bulb into a lower position, however, the foley tip punctured through the thin bladder wall creating a 5cm cystotomy at the dome. The cystotomy was surgically repaired by a urology surgeon immediately after the c-section.

Manufacturer narrative:
The device history record (DHR) for lot 2413514364 was reviewed and no anomalies related to the reported issue were observed. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring.